Event description:
Patient's wife reported that patient got sepsis in his knee joint resulting from the use of the sprint device. He went in for a follow up with the doctor who decided to pull his leads and sent him to the ER because his knee was swollen.

Manufacturer narrative:
A review of the device history record was performed and no anomalies were found. The patient's implanting physician was contacted by a company representative multiple times regarding this issue and on (B)(6) he reported that the patient had left the hospital and was undergoing rehabilitation for his knee. However, no additional information is available about the symptoms experienced by the patient, diagnosis of the issue by any physicians, or treatments that may have been administered to the patient. Given the information available, it appears that the patient experienced swelling of the knee in which pain was being treated using the sprint system, and this issue likely warranted subsequent treatment after the patient's leads were removed. While infection is a possible cause of swelling, it is unclear whether an infection or sepsis was confirmed since no information from the patient's physicians about the diagnosis or treatment of the issue was provided. Per follow-up with a representative in contact with the patient's implanting physician, it is unknown whether the patient had a history of infection. Given that the patient underwent a lead replacement procedure two weeks prior to the first documented report of swelling, and this procedure likely occurred due to suspected lead fracture (per follow-up with a representative that was in contact with the patient during treatment), it is possible that a non-infectious or infectious reaction may have occurred due to the presence of a lead remnant. It is difficult to assess the likelihood of this possibility since it is unclear from the information provided which of the patient's leads may have fractured (i.e., the lead that targeted the saphenous nerve or the lead that targeted the superior lateral genicular nerve) and at what locations the leads were placed; however, note that the patient's physician confirmed that leads were not placed in the affected knee joint. It is also possible that if an infection occurred it was unrelated to a lead remnant; possible causes could include insufficient care of the lead exit site, predisposition for increased sensitivity to foreign body reaction, or for reasons unrelated to use of the sprint system (e.g., infection of a cut acquired by the patient while at home, as was reportedly speculated as a possibility by the patient's physician). Given that the patient was reportedly discharged from the hospital, it is not believed that the issue persisted or worsened. It is not suspected that the sprint product was faulty or had any specific deficiency based on the information available in this report. This complaint is appropriately addressed in the risk file, and no further investigation is required. However, if additional information becomes available regarding clarification of the reported issues or the resolution of the reported issues, this report will be updated.